Event description:
A doctor reported 4 pts who experienced infectious corneal ulcers. The pts experienced a total of 7 events. Pt 1 experienced 1 ulcer, pt 2 experienced 3 ulcers, pt 3 experienced 2 ulcers and pt 4 experienced 1 ulcer. The doctor reported that in each event the pt was instructed to d/c contact lenses (cl) until the ulcer resolved. In each event, the ulcer resolved. Patient 1 wore acuvue oasys brand. The onset of symptoms od is unknown. The pt experienced infectious corneal ulcer located in the inferior od. The pt was treated with vigamox every 15 minutes x6, then q 30 minutes x6, then q 3hrs. The cleaning regimen and replacement schedules are unknown. The suspect cl is not available for evaluation. The lot number was not available for DHR investigation. MDR reportable events are reviewed in quarterly management review meetings. Any additional information will be reported within 30 days of receipt.

Manufacturer narrative:
Device labeling single use or reuse.